Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported that some of the lead contacts had high impedances. After reprogramming the device, the pt had satisfactory pain coverage in the right hand. No further info is available at this time.